Event description:
It was reported that a threaded guide wire broke during surgery. The surgeon was performing surgery on the patient¿s right wrist fracture and while the surgeon drilled over the guide wire with the drill bit, the tip of the wire was severed off. The broken tip of the guide wire was left inside the patient¿s bone as it was not sticking out into the soft tissue. There was no patient adverse event. The surgeon then drilled a new guide wire into the bone and proceeded to successfully place the headless screw. Surgery completed successfully. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.